Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other cds (71004u218) referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds 70925u361) was advanced to the mitral valve. The clip was deployed, reducing the mr to 2+. After deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr returned to 4+. The second cds (71004u218) was advanced to the mitral valve, and the clip was positioned lateral for stabilization of the slda clip. The second clip was implanted, reducing the mr to 2+. A third cds was attempted, but was unsuccessful, and was removed without issue. It was then noted that the second clip was unstable, but still attached to both leaflets. The mr was 3-4+. No further treatment was attempted. Two clips were implanted, reducing the mr to 3-4+. The patient remained stable and a surgical consult is planned. Per the physician, the slda was most likely due to the fragile posterior leaflet. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The clip remains implanted. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be due to patient morphology/pathology (fragile/prolapsed posterior leaflet). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.